Event description:
The customer performed control tests and received results of 193 and 194 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted her meter be replaced. Replacement products were sent to the customer.